Event description:
Patient was revised to address pain.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A complaint database search finds one additional report against the provided insert product and lot combination. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. No other reports found against the remaining product/lot code combination. Patient x-ray was provided. The x-ray is of poor quality and limited review is possible. It would appear that there may be a fair amount of version on the cup. This would need to be confirmed with other x-rays. It is not possible to determine what caused the pain from this limited information. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.